Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2021.   Additional information: h6, h6 component code: g07002 - no device problem found (unopened samples). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. H3 evaluation: unopened samples of product were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damages or suture splits were observed. A functional test was performed and the pull force were above the minimum requirements. The device performed without any defect noted. A suture piece of product was received for evaluation. During the visual inspection of sample, the suture piece was noted with damaged (an end was cut, and the other end split and frayed). The needle was not received for analysis. No conclusion could be reached as on what caused the damaged on the suture. A picture was received for evaluation. Upon to visual inspection of the picture, a suture piece with damaged, split, frayed that appears to be prolene product could be observed. The needle was not observed in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4) component code: (B)(4)- device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the same frayed suture presented the pull off suture needle issue? In event description indicates 36 devices returned but the sales rep comment it will be 25, could you please confirm which is the correct quantity?

Event description:
It was reported that a patient underwent a myocardial tissue procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got split during sewing myocardial tissue in surgical treatment of ventricular septal defect in children with congenital heart disease. After that, the problem of pulling off suture needle had happened. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/12/2021. Additional information was requested and the following was obtained: could you please confirm if the same frayed suture presented the pull off suture needle issue? Yes,the same frayed suture presented the pull off suture needle issue. A photo and the product upon which this medwatch is based have been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.